Event description:
Device malfunction: stent dislodgement. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a stenting procedure in the subclavian artery, after the omnilink stent delivery system was advanced to the lesion, it was noted that the stent was not on the balloon. The stent had dislodged during advancement and was found within the tuohy valve. The stent delivery system was removed from the anatomy without difficulty. Another omnilink stent was successfully deployed. There was no adverse pt effect. Though requested, additional info was not provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.